Event description:
An increased intraperitoneal volume (iipv) situation was identified in the log of a returned homechoice (hc) device. The iipv occurred on (B)(6) 2010 during drain cycle 2. The ultrafiltration was 1323ml giving a drain volume of 3523ml. This drain volume meets baxter's iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Evaluation summary: the device passed return instrument test/evaluation (rite) electrical test but failed the rite functional test (due to an unrelated alarm). Once made operational, the device passed temperature verification and accuracy testing. The iipv was not duplicated during evaluation. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be due to an insufficient drain; one or more cycles advance to next fill when slow / no flow occurred above the minimum drain volume threshold. A review of the previous service record showed the device passed all required tests and calibrations and no issues were identified that may have contributed to the issue of iipv. The previous return of the device was not for any issue related to iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through ((B)(4)).

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received.